Event description:
Reporter alleged, after dosing a clean glucose test strip with blood, a value of 888 mg/dl appeared on the test screen. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display as "hi." Customer stated afterwards, the meter was turned off and now it has no power. As such, the value cannot be verified by reviewing the device memory. Customer stated that no actions were taken based on this result. No pt injury was reported and no treatment was received. A request was made for the return of the suspect device and replacement product was sent.